Event description:
A distributor reported on behalf of a healthcare facility in (B)(6), via a fisher & paykel healthcare (f&p) field representative, that a mr290hfv vented autofeed humidification chamber was found cracked before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint mr290hfv vented autofeed humidification chamber was returned to fisher & paykel healthcare for evaluation, where it was visually inspected. Results: visual inspection of the returned mr290hfv vented autofeed humidification chamber idenitifed massive dent found on the base. A dent in a shape of port cap was also found on the base. Further inspection found stress whitening marks on all broken dome spot. Chamber dome was damaged severely. Conclusion: we are unable to determine the cause of the reported event. However, based on our investigation, the physical damage was most likely due to transportation or storage. Every mr290hfv chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290hfv chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290hfv vented autofeed humidification chamber state the following:"do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." "Do not use the chamber if the seals are not intact when received, or if it has been dropped."

Manufacturer narrative:
(B)(4). UDI related data quality updates only. Corrections to reflect gudid: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to humidification chamber. Section d4: UDI details were not provided by the healthcare facility. Section g1: contact person updated to mr. (B)(6). Method: the complaint mr290hfv vented autofeed humidification chamber was returned to fisher & paykel healthcare for evaluation, where it was visually inspected. Results: visual inspection of the returned mr290hfv vented autofeed humidification chamber idenitifed massive dent found on the base. A dent in a shape of port cap was also found on the base. Further inspection found stress whitening marks on all broken dome spot. Chamber dome was damaged severely. Conclusion: we are unable to determine the cause of the reported event. However, based on our investigation, the physical damage was most likely due to transportation or storage. Every mr290hfv chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290hfv chamber would have met the required specification at the time of production. Our user instructions that accompany the mr290hfv vented autofeed humidification chamber state the following: "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Use of the mr290 above the maximum operating pressure may lead to cracking, water leakage and, on rare occasions could lead to a loss of ventilation pressure." "Do not use the chamber if the seals are not intact when received, or if it has been dropped."

Event description:
A distributor reported on behalf of a healthcare facility in canada, via a fisher & paykel healthcare (f&p) field representative, that a mr290hfv vented autofeed humidification chamber was found cracked before patient use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in canada, via a fisher & paykel healthcare (f&p) field representative, that a mr290hfv vented autofeed humidification chamber was found cracked before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint mr290hfv vented autofeed humidification chamber is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.